Event description:
It was reported that one of the inflatable penile prosthesis (ipp) cylinders had herniated out of his corpora. The doctor took the herniated cylinder and rear tip extender (rte) out of the corpora, downsized the patient's rte from a 4.0cm to a 3.0cm, put the cylinder and rte back into the corpora, and then closed the corpora. The patient's outcome was reported as good following the surgery. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.